Event description:
It was reported that the programmer exhibited an error message during a follow-up procedure. The programmer error would clear with a re-boot, but would occur again days later. It was also reported the programming head connection is intermittent. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 2067 radio frequency head. (B)(4).

Manufacturer narrative:
Product event summary: analysis found the programmer powered up with a system error; unable to check for intermittent connection due to the error. A printed circuit board assembly found out of electrical specification. Analysis also found the handle is bent, the keyboard is broken, and the system fan is noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.